Event description:
Had saline mentor smooth breast implants after mastectomy 2010, my body was rejecting causing neurological disorders, liver failure, multiple suicide attempts and hospitalizations, immune disorders. FDA safety report ID #: (B)(4).